Event description:
Same case as MDR ID#: 2134265-2012-06118. It was reported that post a stenting procedure, the patient died. Vascular access was obtained via the right femoral artery. The double stenting procedure treated a 2.5x24mm de novo, 80% stenosed lesion in the left anterior descending artery (lad) and a 2.5x20mm de novo, 100% stenosed lesion in the mildly tortuous and non-calcified right coronary artery (rca). First, the left main coronary artery was cannulated with a 3.5mm 6fr non-bsc guide catheter and the lad lesion was direct-stented with a 2.5x24mm promus element stent deployed at 18 atms for 20 seconds. Post stenting result was good with no post-dilation. Then, the rca was cannulated with a 3.5mm 6fr non-bsc guide catheter and a .014' guide wire was advanced with the tip placed in the posterolateral ventricular branch. The lesion was pre-dilated with a 2.0x10mm non-bsc balloon with no residual stenosis. A 2.5x20mm promus element stent was deployed at 14 atms for 25 seconds. Post stenting result was good with no post-dilation performed. The patient was discharged 3 days later on aspirin and clopidogrel. However, the patient expired early the next morning due to an intracranial bleed which the physician stated appeared to be unrelated to the stenting.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).